Event description:
(B)(6) 2026: 77 yr. Old for left heart catheterization with right groin approach. At the end of the procedure the groin access site was visualized (right common femoral artery), and a perclose vascular closure device was chosen. Foot plate of the device was deployed and then sutures were successfully deployed. After suture deployment the foot plate would not retract. Several attempts were made to retract the foot plate but were unsuccessful. The device began to separate at that point. Vascular surgery was consulted and the best course of action was to do a cutdown and arteriotomy to remove the device. Device removed and placed in bag. Foot plate would not retract outside of the body. Vendor made aware. Abbott perclose proglide closure system re # (B)(4), lot# 6031341, exp 1/31/2028."